Event description:
It was reported st segment elevation occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician prepped the wds, had a successful wet to wet connection, and brought system to distal marker band on trusteer was. At that point, the patient's heart rate spiked from 90 bpm to 110 bpm, had st segment elevation, and increased blood pressure. There was no air visualized or confirmed in the patient vascular system. The physician unsheathed to flx ball, and completed an echocardiogram to sweep for effusion, and wall motion abnormalities, all of which were negative. After five minutes, all patient vitals went back to normal. The closure device was successfully implanted. Post procedure neuro-check was suggested by the boston scientific (bsc) clinical representative. Physician agreed but thought problem happened due to a filter on an intravenous line for anesthesia. There were no further complications.

Manufacturer narrative:
H7: although this report is for a watchman flx pro delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.